Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the patient's pacemaker exhibited oversensing of fractionated p wave that caused inappropriate mode switch. No intervention was performed. The patient status was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2022-21408. New information notes additional complaint on patient's ra lead.